Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to recover storage space, hardware failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. Upon arrival at the medstation, the reported issue was related to a discrepancy, as nursing staff indicated that a pocket did not open. The midazolam 10 mg/2 ml pocket identified as the offender was inventoried and opened, although operation was slow due to the older-style cubie pocket. The pocket was inspected and no residue or obstruction was observed. Medication count revealed a shortage of one unit, and a discrepancy was created to correct the count. The discrepancy was resolved and the pocket was inventoried again successfully. The system functioned as intended after the field service engineer resolved the issue.